Manufacturer narrative:
The device was returned to olympus for evaluation. Additional evaluation findings were as follows: low angulation and the knobs had play, a label needed to be replaced, there was leaking between the control knobs, the plastic distal end cover insulation was not to specification, misaligned switch 1, the distal end plastic cover had a chip and scratches, the objective lens had tiny chips, the light guide was chipped, the bending section cover glue had a crack, the insertion tube had minor scratches near the boot and minor discoloration, and after removing nozzle there was no air/water flow. The investigation is ongoing and a follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation, the colonovideoscope exhibited white foreign material attached to the scope. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "nozzle clogging with foreign material" malfunction would likely be related the reprocessing that was not conducted properly due to leakage between control knobs. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.